Event description:
It was reported that the meshgraft ii was only cutting on the ends. A large graft was taken but was unusable. A second graft was taken to replace unusable graft. Pt was in surgery for an extended period of time due to wait time sending to a sister hosp for another unit to complete the surgery.

Manufacturer narrative:
Device was not returned to the MFR for eval. A f/u medwatch will be submitted once the device is returned and evaluated.